Event description:
This report is being filed because thrombosis was noted while the clip delivery system (cds) was in the patient's anatomy, which required additional intervention. It is unknown if cds caused or contributed to the thrombosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After advancement of the clip delivery system (cds), thrombus formed around the clip, thus the cds was removed. Aspiration was performed and a new cds was used to successfully complete the procedure, with mr reduced to 2, no adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to this event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.